Manufacturer narrative:
Device evaluated by MFR: a representative went to the site to preform system check out. It was noted that the camera would intermittently disconnect or not be recognized at all after boot up process. Both amber and green light would be on then disappear completely. They exchanged camera for the system now it works as intended. Are all associated with system check out if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intra operatively for a tumor resection. It was reported that they received a "localizer not connected" error. The site proceeded to the equipment screen and noticed an orange line communication between the main cart and camera cart. They tried using a different cart-cart interconnect cable with no resolution. They restarted the system several times and were able to connect the localizer. There was no harm to the patient was present and less than one hour delay.

Manufacturer narrative:
H3: the position sensor unit (psu) was returned to the manufacturer for analysis. The psu powered up on the test bench without issue. A check of the event log showed many intermittent entries for firmware incompatibility dating back to (B)(6) 2019. There were also entries for intermittent low illuminator current dating back to (B)(6) 2019. In addition, the psu failed an accuracy test (aak) at .60 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the injector poe and camera ethernet cables were returned to the manufacturer for analysis. One of the returned cables in the kit was unused. The other two cables were found to be in good condition and passed a continuity test with no opens or shorts detected. Poe was tested and provides power and communication as expected. Length of testing was about 5 hours no problem found. H6: fdm 10, fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.